Manufacturer narrative:
(B)(4). The clip delivery system was returned for evaluation. The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. The reported delivery catheter (dc) handle leak was not confirmed via returned device analysis. The difficulty opening the clip resulting in physical resistance on the arm positioner was unable to be tested via returned device analysis due to the condition of the returned device. All available information was investigated and definitive causes for the reported leak and difficulty opening the clip could not be determined; however, the physical resistance during arm positioner rotation appears to be related to the reported difficulty opening the clip. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Mitraclip system, steerable guide catheter, 1 implanted mitraclip. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that air was observed in the clip delivery system (cds) handle which has the potential to cause or contribute to serious injury, as leaks can lead to an air embolism in the patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and challenging anatomy. One clip was implanted successfully. An additional cds (50505u124) was then used to further reduce the mr. The cds was advanced to the mitral valve leaflets. During the first attempt to open the clip, unusual resistance was felt when the arm positioner was turned, and the clip did not open. The clip was pulled back to the left atrium and troubleshooting steps were cycled through 8 times. On the 8th attempt, the clip opened. The clip was re-closed, but air was then observed in the handle of the cds. The handle was lifted and the red cap of the cds was removed. The air was flushed out of the handle, and the procedure was continued. The clip was re-advanced to the leaflets, and successfully deployed. Two clips were implanted, reducing the mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.